Manufacturer narrative:
Sensor (B)(4) has been returned and investigated, no issues were observed on sensor patch. The adhesive was not returned, however extended investigation for this complaint was previously completed. Therefore, no further investigative actions are required. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with the adc device and as a result, customer experienced symptoms of hypoglycemia and was unable to self-treat. Customer received third-party intervention by relative who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.